Manufacturer narrative:
(B)(4). Concomitant therapy: model # and catalog # idrvultra1. Model # and catalog # egiaadapt. Model # and catalog # intb100. (B)(4).

Event description:
After the patient had chemotherapy, a laparoscopic lar was performed. The approach was difficult due to contracted pelvis of the male patient. Surgeon grasped thick tissue and tried to fire, however, flat spring came out of the root of the jaws and the device could not be fired. The device could not be removed from the tissue, surgeon converted the procedure to an open procedure and resected the site where the jaws were sticking. The procedure was converted to miles operation. The procedure was completed with another device. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue. There was tissue damage. The procedure was converted to an open procedure. The device was removed from the tissue by additionally resecting the tissue. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Devices returned: endo gia adapter standard: 9/16/2016. Egia 60 articulating med/thick sulu: 9/16/2016. Idrive ultra powered handle 1: 9/11/2016. Devices have been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) concurrently with engineering conducted an evaluation of one photo, one reload and one adapter opened by the account. This evaluation was based on a technical and medical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The photo shows a reload with a herniated knife bar. The adapter was engaged with the reload and a trocar surrounded the adapter shaft. The adapter unload button was partially depressed. Visual inspection of the cartridge noted that the reload was partially depressed. The reload was fully articulated to the right of neutral position. The knife bar was herniated from the side of the reload with the jaws clamped. The anvil clamping mechanism was deformed. The I-beam was slightly advanced beyond clamp up position. The reload was dissembled and h limiters were present within the device. Functional evaluation of the reload could not be performed due to the condition of the reload. Replication of the herniated knife bar condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device may have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. Replication of the anvil clamping mechanism deformation condition may occur due to application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the I-beam will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The IFU states, ¿preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size.¿ should new information become available, the file will be re-opened and the investigation summary amended as appropriate.